Event description:
Reporter noted unit wasn't working right. A posterior capsule tear occurred in the middle of phaco, with lens fragments falling into anterior segment. No anterior vitrectomy done, and iol was implanted.